Manufacturer narrative:
2017 code clarifier- excessive force g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a left superficial femoral artery. During deployment of a 6.0 x 150 mm supera self-expanding stent, there was much force applied due to an issue with the thumb slide. The stent was ultimately deployed at the lesion. There was no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. Per IFU: ¿should unusual resistance be felt at any time during stent system advancement or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit¿. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.